Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during a high dose etoposide infusion, a leak was observed from a crack at the vent cap. No patient harm was reported. The event occurred between (B)(6) 2018.